Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On 14 (B)(6) 2019 a computed tomography (CT) scan revealed an inferior vena cava filter with the apex of the device tilted along the posterior wall of the inferior vena cava. All of the filter struts perforated the inferior vena cava. Some filter struts extended along the posterior aspect of the adjacent duodenum. One strut was adjacent to the right aspect of the aorta, two struts were adjacent to the anterior aspect of the l3-l4 disc. One of the struts was laterally right adjacent to the right ureter along its anterior aspect and gonadal vein medially. On (B)(6) 2019 radiologists used recent CT scans to determine the filter to be a bsc greenfield filter.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed an inferior vena cava filter with the apex of the device tilted along the posterior wall of the inferior vena cava. All of the filter struts perforated the inferior vena cava. Some filter struts extended along the posterior aspect of the adjacent duodenum. One strut was adjacent to the right aspect of the aorta, two struts were adjacent to the anterior aspect of the l3-l4 disc. One of the struts was laterally right adjacent to the right ureter along its anterior aspect and gonadal vein medially. On (B)(6) 2019 radiologists used recent CT scans to determine the filter to be a bsc greenfield filter.